Event description:
It was reported that an ngage nitinol stone extractor would not function properly. During preparation for a procedure, the user was unable to open and close the device. The device was not used, and the procedure was completed with a new same device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1- customer (person): phone: (B)(6). G4- PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Correction: h6 annex g. Summary of event: it was reported that an ngage nitinol stone extractor would not function properly. During preparation for a procedure, the user was unable to open and close the device. The device was not used, and the procedure was completed with a new same device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A functional test and visual inspection of the complaint device were also conducted. One ngage nitinol stone extractor was returned to cook for investigation. One device returned in open packaging. The support sheath was broken approximately 3mm from the hub tip. The flare of the support sheath was stuck to the tip of the handle. There was evidence of adhesive on the exposed basket sheath. The device basket formation can be manually actuated when the handle is disassembled. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU provided the following information: suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device, suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in house or out in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The returned device was found to have a basket that was closed and could not be opened due to sheath damage. The orange support sheath was separated near the handle. The sheath damage was preventing the basket from opening. The provided information stated the issue was discovered before use. The cause for the damage could not be determined. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.